Event description:
It was reported that the rotawire separated. The 90% stenosed target lesion was located in moderately tortuous and severely calcified left anterior descending artery. A rotaburr and rotawire were selected for use. Upon removal, after ablation was performed, the burr was tried to remove by dynaglide but was stuck in the guidezilla. The burr rotated again by dynaglide, but was stopped when the rotawire was noted to have separated. Subsequently, manipulation was repeated several times and the rotawire was removed successfully. The procedure was completed with this device. There were no patient complications reported. It was further reported that after the burr got stuck inside the guidezilla catheter and rotated again in dynaglide mode. Subsequently, the rotawire moved proximally and dynaglide was stopped once. When the burr was rotated again, it was slightly retracted with the wire thus manipulation was repeated several times until removed successfully. The device was cut by the physician after the procedure was completed.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the rotawire separated. The 90% stenosed target lesion was located in moderately tortuous and severely calcified left anterior descending artery. A rotaburr and rotawire were selected for use. Upon removal, after ablation was performed, the burr was tried to remove by dynaglide but was stuck in the guidezilla. The burr rotated again by dynaglide, but was stopped when the rotawire was noted to have separated. Subsequently, manipulation was repeated several times and the rotawire was removed successfully. The procedure was completed with this device. There were no patient complications reported.